Event description:
It was reported that for the camera head, scope communication error occurred. The issue was found during set up/ inspection for use for therapeutic procedure while sedation. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, following reportable malfunctions were identified during the device evaluation: error e226 (endoscope communication error)/ error e229 (endoscope malfunction)/ image disappears when the boot of the connector side is wiggled/ watertightness failure of the camera cable/ scratches (hole) on the camera cable/ camera cable is buckled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e226 (endoscope communication error) - the communication between the endoscope and video system center has failed. Error e229 (endoscope malfunction) - the endoscope has broken down. Image disappears when the boot of the connector side is wiggled - because watertightness failure occurred in the camera cable, the internal ccd broken down due to fluid entered inside the device. This is why communication could not be established properly, and the reported communication error (error e226 and e229) and loss of image occurred. Watertightness failure of the camera cable/ scratches (hole) on the camera cable/ camera cable is buckled - since stress was applied to the camera cable, a hole was generated. We surmised that this was why the tightness of the camera cable could not be kept, and watertightness failure occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.